Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunctions. The fse found that the rescue unit was disengaged from the cart and was not charging the batteries. The fse re-engaged the rescue unit into the cart and verified ac and that the batteries were charging. The fse did not observe a burning smell. The fse performed a visual inspection of all the boards. The fse then reseated the boards and wire harnesses. The unit was functionally tested without any failure or issues.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has ac power issues and a burning smell.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has ac power issues and a burning smell. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).